Event description:
It was reported by that the device was used during an unknown procedure. The device stapled the tissue but did not cut. Another device was used to complete the case. There were no consequences to the pt.